Manufacturer narrative:
According to the description of the event, a flexible drill shaft broke during use. The product in question is available for an optical examination. The fracture of the drill shaft occurred right at the end of the spiral part at the transition to the stem part. Additional to the fracture of the shaft, the spiral part is bent of about 90 degrees. It is known that the issues with the drilling shaft occurred during use / intraoperatively. However, there was no health impact on the patient. Another product was used instead when the drill shaft broke to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. In the surgical technique is described that the flexible drill shaft can be bent up to maximum of 45 degrees. If the flexible drill shaft is bent any further the lifetime of the product can be reduced. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. A potential cause could be an unintentional user error. The drill shaft has been bent over the maximum angle of 45 degrees mentioned in the instructions for use at some point, which could have led to the fracture. Another factor that may favour such an issue is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error patterns "break of the instrument" and "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn" note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery.